Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer reported that the patient adapter of a transfer set would not properly connect to the titanium adapter. The connection was too loose. There was patient involvement but no patient injury or medical intervention was reported.